Manufacturer narrative:
Results: there was no visible damage to the penumbra smart coil detachment handle (handle). Conclusions: evaluation of the device revealed that the pet lock was broken and the pusher assembly was fractured on its proximal end. The pet lock was likely broken during the initial attempt to detach the coil with the handle. The fracture damage was likely a result of the physician reportedly folding the pusher in attempt to manually detach the coil. Further evaluation revealed extensive pusher damage. This damage is likely a result of the device being folded and wrapped up in itself for return to penumbra facilities. The handle was tested on calibrated fixture and was able to provide sufficient pull force and throw distance. Penumbra coils and handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00662.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician deployed and detached three smart coils into the target vessel using a non-penumbra microcatheter and the handle. The physician then had difficulty detaching a fourth smart coil but was able to detach the coil after multiple manipulation attempts using the same handle. A fifth smart coil was deployed into the target vessel and an attempt was made to detach the coil using the same handle. However, the physician was unable to detach the coil even after manipulation. Subsequently, the proximal end of the pusher assembly became fractured. Therefore, the physician manually detached the smart coil using forceps and successfully completed the procedure using additional coils and a new handle. There was no report of an adverse effect to the patient.